Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working correctly. Customer stated at time her blood glucose will be 400 mg/dl or higher and she has only eaten half a sandwich and a piece of fruit. Current blood glucose was 235 mg/dl. No current symptoms but previously had headaches. Troubleshooting was performed on the insulin pump and no anomalies were noted on the device. Customer was unable to perform the high pressure test since she was at work, was advised to call back. She called back and high pressure test was performed and the device passed. Customer was advised to change the infusion set, reservoir, and insulin. She was also informed to speak to her doctor about her highs. Customer is not returning the device for analysis.

Manufacturer narrative:
Additional information has been received regarding the customer's incident date, which was not included with the initial report. The updated incident date has been provided with this report.